Manufacturer narrative:
The investigation could not determine a specific root cause. Calibration data did not indicate an issue. Performance check data was within specification. A general reagent or instrument issue was not identified. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation time.

Manufacturer narrative:
The patient's height was (B)(6).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable total psa total (free + complexed) psa - prostate-specific antigen (total psa) result for one patient sample that was taken during an executive health screening. The initial result from a plasma sample was 17 ng/ml and was reported outside the laboratory. The nurse questioned the result and the plasma sample was repeated on (B)(6) 2013 with a result of 0.635 ng/ml. The plasma sample was repeated three additional times with results of 0.637, 0.647 and 0.642 ng/ml. A serum sample from the patient was tested and the results were 0.629 and 0.639 ng/ml. The repeat result was believed to be correct and the patient was not adversely affected. The total psa result was 16992401 with an expiration date of 09/30/2013. It was noted the customer was not using the recommended sampler rack adapters. The field service representative checked the system for discrepancies and could not find a cause. To verify the analyzer operation, he ran an assay performance check.